Manufacturer narrative:
Results: the returned sample was examined for customer¿s reported issue. The needle was returned attached onto a 1.0ml syringe (non bd device). Visual examination indicated that syringe was used and droplets of medication were inside syringe barrel which was indicative that the customer was able to draw medication. Needle was then attached on bd 3ml ll syringe and was able to draw and expel properly. Conclusion: bd was not able to confirm the customer¿s indicated failure (B)(4).

Event description:
The plunger of the 30 g bd¿ needle 1/2 in. Single use, sterile syringe gets stuck and becomes difficult to move. There was no report of injury or medical interventions.